Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 1 year ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. Hamilton fm 653570 rev. 01 medical page 5 of 6 investigation report (remediation) confidential complaint nr. 97481 with this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be a confusion of mode choice, where the user in consequence did not understand the ventilator behavior. (S)cmv+ is a pressure-controlled mode with a targeted volume. (S)cmv+ starts with three test breaths with a pressure control of 15mbar over peep. After the test breaths, the controller gradually increases or decreases pressure control according to the measured tidal volumes. The maximum pressure change per breath is 2 mbar. Ln patients with high airway resistance and/or low compliance, it can take a certain time to achieve the desired tidal volume. (S)cmv is a volume-controlled mode. The applied volume is a result of the set flow over the set time depending on the philosophy used. The desired tidal volume is achieved with the first breath. In consequence the unit was inspected, and calibrations performed. The system was checked, and all testing passed. The complaint was not duplicated. The issue was solved. The proposed corrections as requested by the hamilton medical engineer were as follows: the document of fig.2 was sent to be shared with the local team / hospital. The local technician was asked to train the local clinical application specialists on this topic. To consider changing the mode labeling in the configuration menu from (s)cmv+, simv+ to apvcmv, apvsimv to create awareness of the differences between volume controlled and volume controlled (adaptive) modes. There was no patient or user harm.

Event description:
Statement from biomed tech: c3 asset is having difficulty reaching pressure limit. An asthmatic od patient that emts brought in doing compressions eventually stabilized patient for ventilator but the c3 not getting volumes (set at 410, getting 30-60mls). Bagged patient, checked preop pressure and flow, both passed. Tried on patient again, same result.